Event description:
Devilbiss is the manufacturer of this device which is a 5 liter compact concentrator. Drive devilbiss healthcare is the distributor. Ddh and dh became aware of the incident from a customer's compliance and risk officer. They have notified insurance and advised us of the incident. There are no available details of the incident. The device was destroyed in a fire. The patient expired. There is no indication that the device caused the fire or the death. We do not anticipate receiving the device for evaluation. We will file a follow-up report should any additional data become available. We are filing this report in an overabundance of caution as both the distributor and manufacturer.